Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, d9, g1, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 20-may-2022 to 19-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that liquid ingress into the rear compartment of the pas device from or 8 caused the issue. Field service engineer confirmed that the damage is isolated to the drawer compartment of the station but is extensive. All five drawers will need to be replaced. More than just the drawers, however, the caustic liquid has settled in areas around the drawers, on slide rail brackets and other flat surfaces where it has had the opportunity to form rust and pitting. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es screen went black. During inspection of the device a field service engineer found liquid spill on the station which shorted out ribbon cable, causing burnt marks on back panel. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of actual device used in the incident it was determined that the device had liquid spilled down on the back of the station which shorted out the cable causing burnt marks on back panel. Further investigation confirmed that the corrosive liquid spilled down into the rear panel, seeping into all drawers, leaving scars on bare metal and pooling on controller boards and components. The damage was not isolated to the drawer compartment of the station, but the damage was extensive which needed replacement of all five drawers. However, the caustic liquid had settled in areas around the drawers, on slide rail brackets and other flat surfaces where it had the opportunity to form rust and pitting. A field service technician concluded that either drawers or station can be replaced to resolve.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen went black. During inspection of the device a field service engineer found liquid spill on the station which shorted out ribbon cable, causing burnt marks on back panel. There were no adverse events or injuries reported based on this event.